Manufacturer narrative:
Initial reporter full email: (B)(6): the disposable set was unavailable for return and evaluation. The run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The signals in the run data file indicate that platelets did not begin exiting the lrs chamber until approximately 26 minutes into the run, rather than at approximately 14 minutes as expected. It is possible that this delay in platelets exiting the chamber could have disrupted the steady state of the system and contributed to the higher than expected wbc content in the platelet product reported for this collection. Based on the available information, it cannot be ruled out that there was an air block or occlusion in the platelet line or the platelet product bag was clamped. It is also possible that these results could be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). The disposable set is not available for return because it was discarded by the customer.